Manufacturer narrative:
(B)(4). Pump was received with normal operating currents and no unexpected off no power or low battery alarm noted. Unit was received with motor error alarm during basic occlusion test and unable to prime at 4.0 lbs during prime/a33 test due to cracked end cap. Motor passed motor test. Unable to perform occlusion test due to motor error alarm. Unit was programmed with 10 units bolus and monitored. The bolus was delivered and recorded properly in bolus history screen. No bolus anomaly noted. Unit had broken reservoir tube lip, missing reservoir o-ring and minor scratched lcd window. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported issues with the insulin pump. Customer states that that they were hospitalized and the blood glucose reading is over 500 mg/dl. Nothing further reported.